Manufacturer narrative:
The device was not returned and the device information is unavailable. An evaluation of the device and a review of the device history record could not be conducted. No results were able to be obtained regarding the failure mode. The root cause of the event could not be established by the investigation. Possible causes include breakdown of the internal board or influence (such as interference) from other equipment. Olympus will continue to monitor for similar events.

Event description:
The customer reported the olympus high definition lcd monitor blacked out during use of the electrical surgical unit. The customer further reported "the attending physician could not complete the procedure as normal which caused a problematic outcome." The customer stated they have followed troubleshooting instructions from olympus technical support personnel but have not had success. Follow up was conducted to clarify the statement of a "problematic outcome" but the customer stated there is no further information currently available. The impact to patient care due to this event is unknown. This medwatch report was opened due to the customer reporting an additional event during follow up questioning for medwatch report #8010047-2021-08153.